Event description:
On (B)(6) 2012, the reporter contacted animas alleging the pump prepares to deliver a bolus delivery without any buttons being pressed and that the pump is emitting audio bolus tones every minute to continuous tone starting early morning on (B)(6) 2012. The reporter stated the bolus could not be cancelled. The reporter stated that no unwanted insulin was delivered to the patient. The patient reportedly wears the pump underneath the clothing against the body and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved at the conclusion of the call.

Manufacturer narrative:
(B)(4): on investigation, the keypad was intact without peeling or visible damage. The keypad was removed for investigation and revealed contamination under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.